Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue of system error 255-16-275 was confirmed. On 02/11/2025, pcu was received unboxed and with paperwork. Pcu had system error 255-16-275 known as ¿software fault¿ after first power up screen. Error log had both error 255-16-275 and 800.8000 (malfunction). Most likely error 800.8000 was caused by error 255-16-275. Logic board was found defective. Device to be returned to san diego repair center for processing. Recommend to update logic board software or replace logic board. Failure investigation report attached to sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had displayed system error 255-16-275. There was no reported patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had displayed system error 255-16-275. There was no reported patient involvement.